Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported the plum set was loaded into pump, pump showed "occlusion". The tubing was checked and confirmed no occlusion. However, the pump alarm continued. There was no issue with the pump. There was no harm as a result of the reported issue

Manufacturer narrative:
The complaint of an alarm on the 14687-15 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history was reviewed and no relevant non conformities were found that would have led to the reported complaint.